Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges death and surgical intervention ; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard flat mesh (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh and a marlex mesh (bard flat mesh) on (B)(6) 2014 and/or (B)(6) 2015. Attorney alleges wrongful death of the patient. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh devices. It is also alleged that the patient experienced emotional distress and the device was defective.